Manufacturer narrative:
Two opened monarch injector handpieces were received for the report of twisted plunger. A visual inspection of samples #2 and #3 was performed and both samples were found to be conforming. A dimensional plunger position height check for sample 2 and #3 was performed and both samples were found to be nonconforming. Finally, a functional thread to barrel engagement check was performed on samples #2 and # 3 and both were found to be conforming. The complaint evaluation confirms the injector handpieces have nonconforming plunger position heights, which could be a contributor factor of the observed reported event of twisted plunger. How and when the plunger position height became nonconforming cannot be determined from this evaluation, therefore a root cause could not be determined. The most likely cause of a nonconforming plunger position height is from improper handling of the product. This injector has been in service for approximately one year. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A other healthcare professional reported that during the loading of the lens plunger went pass the lens. The surgery was completed with the new injector during the initial procedure. There was no patient contact with device and harm was not reported. Additional information has been requested.